Event description:
On (B)(6) 2011, customer reported that they were having problems with the modular chemistry (mc) system on the dxc 800 pro instrument after their weekly and monthly maintenance. Customer stated that she noticed water droplets on the wash collar of the mc sample probe after she flushed the mc sample probe, primed the reagent and calibrated the lamp. Customer flushed the mc sample probe again and noticed a black substance on the mc sample syringe. Customer cleaned the sample probe and replaced the sample syringe. Customer then noticed that there was a leak at the top of the black box of the sample syringe. Customer reported no injuries or erroneous patient results. Field service engineer (fse) examined the instrument the same day. Fse replaced the mc sample syringe t-valve assembly and the mc sample probe wash collar. Fse performed required alignments and adjustments. No further problems have been reported.

Manufacturer narrative:
Beckman coulter identifier for this report is (B)(4).